Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who didn't know the return status of the implantable neurostimulator (ins) and lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient just had a revision done on their bladder stimulator the day before the call because the ins turned, so it stopped working. The patient reported they put in a whole new system and also put a mesh thing in. The patient stated a manufacturer¿s representative came, but they were so out of it that they didn¿t recall anything. The patient also noted that the revision was because of the ins moving. No further complications were reported.